Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) stored signal artifact monitor (sam) episodes. The hcp noted that the patient recently had an ablation procedure performed. Upon review of the sam episodes, ts determined that the respiratory sensor was disabled by the sam feature due to electromagnetic interference (emi) noise from the ablation procedure that was oversensed. Ts discussed troubleshooting and programming options with the hcp. No adverse patient effects were reported. The crt-d remains in service.